Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. One photo was provided for review. The photo shows the kit package which are opened. It includes syringe, right-angled non-coring needle and straight non-coring needle, introducer needle, cathlock, flushing hub, dilator and sheath, tunneller, and near the kit, a port was partially visible which was found inside the separate package wrapper and the guidewire was found behind the kit package was noted. However, the investigation is inconclusive for the reported suction problem and difficult to flush issue as no evidence was noted in the provided photo. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, the catheter was allegedly passed and the drum does not return or exit through the catheter. There was no reported patient injury.

Event description:
It was reported that during a port placement procedure, the catheter is allegedly passed and the drum does not return or exit through the catheter. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.